Event description:
The customer returned the endoscope sheath which is an olympus asset with no reported complaint. During testing, the field service engineer identified the device had broken ceramic tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction broken ceramic tip due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device